Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient age at the time of event was 46. Additionally, the patient underwent removal and replacement with an unspecified mentor gel breast implant and has fully recovered from the procedure. Device evaluation summary: the device was received with no fluid. During initial evaluation the device appeared intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product analysis lab was precluded from further evaluating the device, in order to avoid compromise the device integrity. No anomalies were discovered. Complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2018.